Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracies compared to the patient's blood glucose meter on (B)(6) 2013. The patient claimed that the cgm was reading low. For example, the patient reported the following discrepancy: cgm reading at 3.1 mmol/l and blood glucose meter at 4.8 mmol/l. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries. The device is not indicated for us in pediatric patients.